Event description:
A report was received that the patient was experiencing pain. Lead migration and abdominal stimulation was also reported. The patient underwent a lead pull procedure and was doing well postoperatively.